Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment found that the cable between the display unit and the anesthesia control board was loose. The cable was reconnected. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.